Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1. An IV was being placed on a patient and the IV was successful, until I noticed bleeding around the IV insertion site. Site would not stop bleeding and only bubbles and air with blood were drawing from tubing. Tubing was then changed, but the IV site continued to bleed. IV then had to be pulled out. No patient injury.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Two (2) used samples were received for evaluation. When the samples were tested for air tightness, both samples exhibited leakage. After confirming the leakage, an evaluation of the production process was performed and it was determined that the damage to the catheters could have been caused by a bent component on the ecm machine that was used. In order to prevent this issue from occurring in the future, an additional inspection has been added to the preventative maintenance procedure for the ecm machine, and the component that was bent has been improved to prevent it from bending during assembly. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.